Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the cable on the large suturecut needle driver instrument was loose. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was derailed. Removal of the housing found that one pitch cable was derailed from the grooves on clamping pulley and there was no cable tension. The clamping pulley screws remained tight. Failure analysis investigation also found the following additional damages to the instrument: all of the clamping pulleys exhibited corrosion. The distal end of the main tube exhibited various scratch marks with material removal. The epoxy coating was heavily worn away along the length of the main tube and the fiberglass underneath was exposed. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.